Event description:
The report received from the affiliate noted that the physician experienced trouble advancing the cypher select +2.75x28mm due to a strut uplift. The target lesion was tortuous. It is unk if the lesion was pre-dilated. The info received states that the surgeon had to force the stent delivery system (sds) a little while tracking the device through the vessel to lesion at the start of the procedure. This is when the defect was detected. It was not reported if the force was excessive or not. The size of the guide catheter used is unk. When the strut uplift was noticed, the physician carefully removed the device, and another sds was used to successfully treat the lesion. There was no reported injury to the pt.

Manufacturer narrative:
The product is available for eval and testing. Additional info will be submitted within 30 days upon receipt.